Manufacturer narrative:
Device not explanted. No analysis possible.

Event description:
Premature eri/eos battery problem. This device is one of 25 that experienced this issue. This MDR is being filed retroactively at the request of cdrh and oii after inspection in feb of 2025. Avertix conducted a recall/correction in 2023 for this issue.